Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead conductor fracture verified in fluoroscopy. Moreover, during the change out procedure, the impedance was high. No additional adverse patient effects were reported.